Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for failed calibration. Replaced third party parts rear case housing assy,door assy,door latch assy. Lvp bezel post recall completed. Based on the findings, technical support determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 04/02/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device has accuracy - low (volume, temp, pressure) issue. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device has accuracy - low (volume, temp, pressure) issue. There was no patient involvement.